Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer did not hear any of the occlusion alarms announcing resulting in no insulin deliveries for 8-10 hours. Customer experienced an elevated blood glucose (bg) level and a 4.6 mmol/l level of ketones; bg values were not provided. Customer was admitted to the hospital. During a follow up, it was confirmed that the pump was announcing the occlusion alarms as intended. Additionally, it was reported that the customer had using the cartridge for 5 days at the time of these alarms. No additional information was provided.